Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that two weeks following bilateral lasik, the patient presented with dry eyes. Per the optometrist, the patient was prescribed an eye medication to treat the dryness; however, the patient opted to discontinue the medication. At the five month follow up visit, the patient reported that the dryness was improving. The patient did not experience loss of visual acuity due to the event. There are two medical device reports associated with this event. This report is for the right eye.